Event description:
It was reported that a patient presented remotely with over-sensing of noise resulting in inappropriate automatic mode switch. No intervention was made, and the clinic will monitor the lead. The patient was stable throughout.